Event description:
A trilogy evo o2, international ventilator was returned to a third-party service center for service due to a ventilator service required error when trying to complete final tests using service and diagnostic test tool. There was no harm or injury reported. The device was not in patient use. During the evaluation of the trilogy evo o2, international device at the third-party service center, a ventilator inoperative error was discovered in the device's event log. The device's circuit board was replaced to address the issue. The device was tested and failed at system leak verification test, new tubing, fi02 housing and three-way solenoid valve were replaced. The continued to fail at test station therefore oxygen blending module sub assembly was replaced. Device retested and all tests passed. Device sent for dispatch.